Event description:
This is being filed to report the single leaflet device attachment (slda). And recurrent mr requiring an additional clip. It was reported, that the initial mitraclip procedure was performed. On unknown date to treat functional mitral regurgitation (mr). Two clips were implanted. On (B)(6) 2021, the patient presented with dyspnea and recurrent mr. A control echocardiogram was performed. Which found, that the lateral clip detached from the anterior leaflet. And remained attached to the posterior leaflet (single leaflet device attachment/slda). On (B)(6) 2021, an additional clip was implanted to treat the slda, reducing mr from 3 to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed, as the part and lot information regarding the complaint device was not provided. All information was investigated. And a cause for the reported single leaflet device attachment (slda) cannot be determined. The reported mitral regurgitation (mr) resulting in dyspnea is related to slda. Mr and dyspnea are listed in the instructions for use (IFU) as potential complications associated with mitraclip procedures. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication, of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Implant date: date estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the initial mitraclip procedure was performed on unknown date to treat functional mitral regurgitation (mr). Two clips were implanted. On (B)(6) 2021, the patient presented with dyspnea and recurrent mr. A control echocardiogram was performed, which found that the lateral clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). On (B)(6) 2021, an additional clip was implanted to treat the slda reducing mr from 3 to 1. No additional information was provided.